Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right atrial (ra) lead noise with oversensing. Upon review of the lead configuration, it was suspected that this was a known issue and further evaluation was recommended. Additional information received over a year later reported that this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan. During the pre-MRI device check, it was noted that both the right atrial (ra) and right ventricular (rv) leads were in a split configuration, with unipolar pacing and bipolar sensing. Upon reprogramming to a bipolar configuration, both leads revealed high out-of-range pace impedance measurements greater than 3,000 ohms. As a result, the MRI cancelled and the field representative planned to discuss next steps with the physician. Technical services (ts) reviewed troubleshooting options. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right atrial (ra) lead noise with oversensing. Upon review of the lead configuration, it was suspected that this was a known issue and further evaluation was recommended. Additional information received over a year later reported that this pacemaker system was scheduled for a magnetic resonance imaging (MRI) scan. During the pre-MRI device check, it was noted that both the right atrial (ra) and right ventricular (rv) leads were in a split configuration, with unipolar pacing and bipolar sensing. Upon reprogramming to a bipolar configuration, both leads revealed high out-of-range pace impedance measurements greater than 3,000 ohms. As a result, the MRI was cancelled and the field representative planned to discuss next steps with the physician. Technical services (ts) reviewed troubleshooting options. This pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker system exhibited possible right ventricular (rv) lead loss of capture (loc), and right atrial (ra) lead impedance measurements were still greater than 3,000 ohms. The patient had fallen several times and sustained head injuries, and syncope was suspected. Per emergency medical services (ems), the patient's heart rate was in the 40s beats per minute (bpm) range. The patient was scheduled for device interrogation in the morning. This pacemaker system remains in service. No additional adverse patient effects were reported.